Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging inaccurately high control solution results. The reporter could not provide any of the alleged inaccurate results nor could they provide the control solution range for the test strips being used. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.